Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device would not give the 12 lead ECG reading. There were no patient adverse effects reported. The patient was able to be monitored using another device.